Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the device and was able to verify that it had logged several inappropriate power off's; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not remain powered on. This was discovered during inspection. There was no patient use associated with the reported event.